Manufacturer narrative:
A general reagent issue can be excluded based on the provided calibration and qc data. To the value of the anti-tg assay and the differences generated with the assays from roche diagnostics and beckman coulter, the following can be stated: in case auto-antibodies (such as anti-tg) are measured, the results can vary depending on the testing procedure used. The investigation did not identify a product problem.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tg (anti-tg) assay on a cobas e801 immunoassay analyzer when compared to a competitor's analyzer (beckman coulter) at a different facility. Initial result: 275 iu/ml and was interpreted as positive. The physician questioned the result as it did not match the patient's clinical history. On (B)(6) 2024 the original sample was sent out to another laboratory and repeated. Repeat result: 2.5 iu/ml (tested on beckman coulter and was interpreted as negative). The repeat result matched the patient's clinical history.

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.